Event description:
Alleged the brake would not set into the brake position on the bed. Field tech determined the brakes were not holding.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes would not hold on the bed. The hill-rom field tech adjusted the casters to repair the bed.